Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio rerouted the device's cables and reassembled the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Rerouting the cables and reassembling the device resolved the reported issue; however, a root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.